Manufacturer narrative:
Issue has been tied to the design change that derived from a continuous improvement project. The project shifted the pediatric handle to contain 3-batteries rather than 2-batteries, which was manufactured after february 2020. This change was meant to increase shelf life and improve performance. Ra: per the risk analysis filed (ra-08) the severity of harm associated with this complaint is considered 6-major which does not meet the risk threshold for carb review (8-serious).

Event description:
During an intubation the rt attempted to assemble the purple disposable laryngoscope handle and blade for the md. Three separate handles and blades were tested and none of the lights were working. Two size 1 miller blades and one size 0 blade were tested. Patient was being manually ventilated with a bag mask at the time.

Manufacturer narrative:
During intubation, the rt attempted to assemble the purple disposable laryngoscope handle and blade for the md. Three separate handles and blades were tested and none of the lights were working. Two size 1 miller blades and one size 0 blade were tested. Patient was being manually ventilated with a bag mask at the time. The blades and handles were determined to be the issue for the delayed intubation in a critical situation. Based on the reported information the criteria for reporting an adverse event have been met.

Event description:
During an intubation the rt attempted to assemble the purple disposable laryngoscope handle and blade for the md. Three separate handles and blades were tested and none of the lights were working. Two size 1 miller blades and one size 0 blade were tested. Patient was being manually ventilated with a bag mask at the time.